Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges are filled with approximately 400 units. Review of the pump data logs by tandem technical support showed that on (B)(6) 2017, the customer received a fill estimate of over 100 units of insulin in the cartridge. The customer loaded a new cartridge successfully and will continue using the pump until the replacement pump arrives. There was no impact to the customer's blood glucose level.